Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that on (B)(6) 2022, the patient experienced a cerebral vascular accident (cva) post ablation with an intellamap orion catheter. The patient was admitted to the hospital beyond the standard of care.